Manufacturer narrative:
Pump received with no button response due to corroded keypad traces and no button error alarm during testing noted. Unable to perform all functional testing including displacement, operating currents, restart error, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify bolus anomaly and history anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window,corroded battery tube and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the buttons pressed by the customer show different information on the screen that does not correspond what was pressed. Customer's blood glucose was 138 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis.